Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with the implantable neuro stimulator (ins) for spinal pain. It was reported that patient had poor telemetry or no telemetry with recharging. Patient reported that implant was dead and would not charge. Patient tried charging implantable neuro stimulator (ins) and it would not take it. Patient last successfully charged device was about 2 weeks ago and the ins took a charge. He did not know how full the ins was charged at that time or if it was 100%. Patient said the battery did not last as long and went dead. Patient said he tried to charge it but it would not take it and he clarified he did charge in the regular charge screen for 1 hour and the first quarter of the ins battery did not fill in. It was reviewed estimated recharge time based on coupling. Patient started with "almost all bars" and repositioned to ensure full coupling during the call. No patient symptoms or complications were reported in this event.